Manufacturer narrative:
Customer performed burn paper test and sent it to product support for review. Review of burn paper showed proper pattern/coverage. The fraxel treatment tips do not delivery any energy and no treatment data is stored on the tip itself; there is no information to gather from their return. System has no system/data logs that can be reviewed. System has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. A review of the device history record is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn at the time of this report.

Event description:
A physician reported their patient experienced blistering on the thigh following a fraxel laser treatment. The doctor noted the patient was treated with 8 passes of the 1550 wavelength laser function at a level of 8 at 30mj on the inner thigh. The doctor noted the zimmer function was not turned on for the first 2 passes and caused an error code to appear; the rest of the treatment was completed without any issues noted. The patient phoned the treating physician the evening following treatment to report a solitary tense blister on the area of the treatment. The patient has been treated with vaseline petroleum jelly and band aid occlusion. The patient has had 4 prior fraxel treatments and 1 prior micro needling treatment, and was using ambi fade 2% hydroquinone on the treatment area prior to treatment. The current status of the patient was noted as a superficial ulceration and flaccid blister approximately 8 mm in diameter. The outcome was noted as likely post inflammatory hyperpigmentation and possibly scarring.

Manufacturer narrative:
Correction made to section d1 manufacturer name field. A review of the manufacturing records showed all requirements were met; the lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. According to fraxel laser systems operator manual (p009220-03 rev. A), blistering and burns are known possible patient reactions to fraxel treatment. Blistering or burns may develop over the treated areas. The possibility of temporary and permanent skin color change is known to exist with any laser treatment. This event was most likely unrelated to any device malfunctions. Based on the available information, blistering and burns are known possible patient reactions to fraxel treatment.